Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one snaplock adapter, one flat filter, and one epidural catheter. The components were received connected together (reference attached files pic_inp1900057070). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used. Adhesive material can be seen on the outer extrusion. Microscopic examination of the catheter revealed the extrusion and coils of the catheter are damaged at approximately 46.2cm (p0190) from the distal end. The extrusion is cut and appears to have tooling marks as well as the coils appear to be damaged at the same location (reference files (B)(4). No other damage was observed. A functional leak test was performed per (B)(4). Other remarks: section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was cut at 46.2cm from the distal end, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on the sample received. The returned epidural catheter was confirmed to leak from where the catheter appears to have been damaged at approximately 46.2cm from the distal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event. No further action will be taken. (B)(4).

Event description:
It was reported that leakage was found on the catheter during use on a patient. Therefore, a new kit was opened and used to successfully complete the procedure. The leak was confirmed at around 46cm from the catheter tip. The catheter was replaced by a new one. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that leakage was found on the catheter during use on a patient. Therefore, a new kit was opened and used to successfully complete the procedure. The leak was confirmed at around 46cm from the catheter tip. The catheter was replaced by a new one. There was no patient injury.